Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. The insulin pump had minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that the numbers on their insulin pump was scrolling with the users input. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.